Manufacturer narrative:
The tech found that casters and steering module were worn. He replaced the four casters, fifth wheel and steering module to repair the stretcher.

Event description:
Info received indicates the stretcher would pop out of the brake and steer positions.